Event description:
The customer reported that after about two days wearing the device, his blood glucose reached 278 mg/dl. He removed the device at that time and noted that the cannula was kinked. He could not recall the date this occurred.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it contributed to the reported hyperglycemia. No product lot number was reported, therefore, no qualification record review was performed. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."